Manufacturer narrative:
The injuries were reported in 2008, a hologic field engineer was dispatched to the site on the next day, to evaluate the multicare platinum system in question. The field engineer found nothing wrong with the system, but did replace the tabletop portion of the system at the insistence of the customer. The customer stated that "the design of the tabletop was wrong". The tabletop was removed and returned to the mfg facility for further eval. An inspection was completed by a hologic qc inspector and the results were reviewed by our mechanical engineering mgr. The eval showed no relevant discrepancies with the tabletop. The multicare platinum was installed. User training was provided by a hologic applications specialist prior to use on pts, however, the hologic specialist was not allowed to observe site personnel when performing the procedure on actual pts; observing the user perform the procedure on initial pts is part of the normal training process. Hologic has sold multicare platinum systems and has no other reports of this kind of injury. Hologic has concluded that the most likely cause of the reported problem is due to user error. Hologic offered the customer additional training on the use of the multicare platinum at no charge to the customer. The offer was accepted and the training and is scheduled to occur on approx one month after the original month.

Event description:
In 2008, it was reported to hologic that two pts reported injuries after having biopsy procedures performed on a multicare platinum system. One injury occurred on previous month. It is unk when the 2nd injury occurred. One of the pts reported to be in pain or discomfort during the procedure. Several days after the procedure, both pts contacted the site and reported to have fractured ribs, as a result of the biopsy procedures. The multicare platinum is a biopsy device that requires the pt to lay face-down while a breast is positioned through a hole in the top of the biopsy table. It should be noted that both pts were with no history of osteoporosis.